Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and pump alerted with low reservoir. Customer also mentioned that the pump was under delivering. Customer was treated with insulin pump bolus and manual injection. Customer reported blood glucose value of 240 mg/dl. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer mentioned that the pump was not functioning as it should be. Customer was using the auto mode/smart guard feature at the time of the event. Customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed the self-test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery/occlusion alarm, motor error alarm or low reservoir alert noted during testing. Successfully downloaded history files and traces using thump. In further full review in the pump history file/ trace and found no motor error alarm or no delivery/occlusion alarm. Low reservoir alert found in the pump history file/trace on (B)(6) 2025 at 06:56:21. Pump was cut open to perform visual inspection and no physical damage or moisture damage found on the electronic assembly, motor assembly and force sensor assembly. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: no physical damage found on the pump case. Unable to verify customer complaint for high bgs. The force sensor is within specification and the motor functioning properly. Customer alleged for the pump under delivery was not confirmed. Low reservoir anomaly was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.